Manufacturer narrative:
A philips field service engineer (fse) went onsite to pull the logs as requested and to test the intellivue mx800 patient monitor. During the onsite testing, the device worked as intended and there was no trouble found with the monitor. Despite several attempts to obtain additional details regarding the reported event, no further information was made available. Due to the lack of available information, an investigation was not possible and a malfunction of the device at the time of the reported event cannot be ruled out. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Patient information and date of death have been requested not available at time of report. A follow up report will be submitted once the investigation is complete.

Event description:
The customer requested assistance with the analysis of the logs and the verification of the device following the death of a patient.